Event description:
The customer reported a defective monitor. The fe confirmed it was an intermittent fault with the left monitor. This may result in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.